Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because josh sewell, sales rep reports explanted screw due to unknown reason. Because it was reported that the screw was explanted, the complaint is considered to be confirmed. The product could not be visually evaluated or functionally tested. The DHR for this product could not be reviewed due to the lack of information provided by the sales rep. The sales and complaints histories could not be reviewed due to the lack of information provided by the sales rep. The most likely underlying cause of the complaint could not be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, method code, results code, conclusions code, additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a screw was explanted due to an unknown reason. Attempts have been made and no further information has been provided.